Event description:
Device 2 of 2: reference MFR. Report: 3006705815-2019-00206.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-00206. It was reported the patient was scheduled to undergo surgical intervention to implant leads on (B)(6) 2018. During the procedure, the physician was unable to implant the leads due to patient anatomy. As a result, the procedure was abandoned.